Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) was explanted and replaced due to premature battery depletion. This device is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. The memory log was reviewed, and it was confirmed the device did not record code 1003, indicative that the battery voltage is too low for the projected remaining capacity. The diagnostic data spreadsheet graph shows a cell depletion pattern that is consistent with normal battery depletion. This pacemaker was then put through and passed the returned products test, which involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. No abnormal conditions were detected.

Event description:
It was reported that this implantable pulse generator (pacemaker) was explanted and replaced due to premature battery depletion. This device was returned for analysis and no additional adverse patient effects were reported.